Manufacturer narrative:
The device is not expected to be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the device presented leakage in little quantity and required an exchange. No other information is able to be obtained as the event was reported anonymously to anvisa in (B)(6).